Event description:
It was reported that the patient underwent an unrelated surgery and did not put their system in surgery mode. As a result, the ipg has no communication. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. It was reported to abbott, a rep needed assistance pairing the ipg to a patient controller (pc) and a clinician programmer (cp). The patient underwent a right hip replacement, and the device was not placed into surgery mode. Trouble shooting efforts were unsuccessful. The cp logs displayed the following: 'ble connection failed." Then "generator (s/n: (B)(6)) is not paired with this ipad", "place a magnet over the generator for 10 seconds to start the pairing process.". Service app could not be confirmed. The cp and pc were confirmed to not be able to locate the ipg. The patient was scheduled for an ipg replacement but cancelled. The patient did not want to reschedule at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.